Event description:
The user facility's biomedical engineer reported that during preventative maintenance (pm) of the device, the central control monitor screen would either come up blank or come up with an error code and reboot itself. It eventually came up to the normal screen. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
This system was a back-up unit being prepared to be rotated into use when the issue was noted. The field service presentative (fsr) found the voltage below specification in the central control monitor and lan interface. The fsr adjusted the power supply voltage and the system operated to manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.